Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found; distal and defib conductor distorted; distal conductor blood/body fluid; distal conductor fracture; blood/body fluid outer tubing overlay; outer tubing overlay breached cut; helix distorted/bent; blood on helix. The full lead was returned and analyzed. There is only one set of setscrew marks on the is-1 pin and it is too proximal indicating the lead was not fully inserted into the device. The lead was returned with the helix fully extended, blood and tissue on it and the distal conductor distorted within the connector; explant damage.

Event description:
It was reported the lead impedance increased from 472 to 1870 ohms. The lead was explanted and replaced. No patient complications were reported as a result of this event.